Manufacturer narrative:
The device remains functioning in the patient. A review of the manufacturing paperwork is being conducted.

Event description:
In 2006, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. The contralateral gate of the gore excluder aaa endoprosthesis trunk-ipsilateral leg component, was pushed up against the wall of the aneurysmal sac, and could not be cannulated. The physician performed an unplanned aortouniliac procedure and a femorofemoral bypass graft was implanted. The patient tolerated the procedure. The difficult cannulation was attributed to patient anatomy.